Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy stent, after it was taken out from the hoop and upon removing the stent protector, it was noted that the stent struts were deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm was returned for analysis. The stent delivery system was not returned for analysis. The stent was returned loaded on a pigtail mandrel with a stent protector. The entire length of the stent was damaged, stretched and bunched. The maximum value of the maximum stent profile measurements was found to be within max crimped stent profile measurement. It was not possible to measure the inner diameter of the returned stent protector as it was not possible to remove it from the pigtail mandrel. Based on the specified stent protector profile measurement and the maximum crimped stent profile measurement for this batch measuring 0.0420¿¿ there were no issues to note with the interaction between the two components, provided that the product stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing crimp data for finished goods batch was reviewed and there were no anomalies highlighted. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy stent, after it was taken out from the hoop and upon removing the stent protector, it was noted that the stent struts were deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.